Manufacturer narrative:
Batch review performed on 11 december 2018; lot 179577: (B)(4) items manufactured and released on 1 march 2018. Expiration date: 2023-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary knee surgery, the surgeon was unable to engage the tibial insert screw into the tibial baseplate. The surgeon closed up the patient without the screw. The surgery was completed successfully.